Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Patient self testers wife called on behalf of the patient. Results as follows: date: (B)(6) 2011, inratio: 3.5, re-test: 3.5, re-test: 3.6, lab: 2.8. Tests were done within minutes of each other. Two different strip lots were used; the customer did not know which lot obtained which results. Patient is currently in the hospital due to a blood clot found in the l-vad (left ventricular assist device). The device was put in on (B)(6) 2011. Patient has been testing on the inratio meter for approx 2 years.